Manufacturer narrative:
The reported event of device checks not occurring and inability to pair were confirmed. Based on the information provided, it was determined that the device had low battery. Per design, device checks are not completed when the device enters the low battery state.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Correction: section h2, "device evaluation" should have been selected, rather than "additional information". Correction: section h3, "yes" should have been selected.